Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site after recent weight loss. Surgical intervention may be taken at a later date.